Event description:
No injury to the pt was apparent. When the electrosurgical unit (esu) machine was set up, the surgeon stated it was not working. The grounding pad was checked and in a proper position. The pencil was examined and had no obvious damage. The machine then alarmed and a message popped up and stated to replace the pencil. The pencil and grounding pad was replaced. The machine then worked properly. The procedure went on without incident. No injury to the pt. Was discovered. The grounding pad with packaging and pencil with packaging was collected and given to our management team. The cautery pencil was provided in a custom pack from deroyal. The model number and lot were not provided with the insert from the pack. The custom pack was a total knee pack ref #89-5400.09 lot 44599377 exp: date 2020-02-01. The bovie pad was removed from the patient as well and all products were sent to risk management.